Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, atrial and ventricular noise oversensing were observed from (B)(6) 2017. The physician suspected the damage of the leads. The patient complains of discomfort like he/she felt before the pacemaker was implanted.